Manufacturer narrative:
Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The physician stated the peripheral artery disease contributed to the event and that the cause of the occlusion is a degradation in the peripheral artery disease of the patient. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore-tex® vascular graft the following is stated: adverse events: potential device or procedure-related adverse events: complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis.

Event description:
The following was reported to gore from the viedoc study database: on (B)(6) 2014, this (B)(6) year-old patient underwent an endovascular procedure in which a gore-tex® vascular graft device was implanted in the left leg, below the knee. A transluminal angioplasty of the posterior tibial artery was performed. The device was implanted and retained and there were no adverse events during the procedure. On (B)(6) 2014, it was noted the patient had thrombosis of the gore bypass. Hospitalization and a medical or surgical intervention were required. On (B)(6) 2014, the patient had a reintervention that included an open repair, thrombectomy and angioplasty of the left posterior tibial artery. The device was not explanted and device patency was restored and maintained at the end of the procedure. The patient was noted to have recovered/resolved without sequelae and was discharged home on (B)(6) 2014.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release specifications. Further information was requested from the study coordinator, but nothing was provided yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.